Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the trapease was fractured. There was no reported patient injury. The fractured filter one leg appears to be separated. There was no migration of the separated segment. The filter fracture was not associated with restenosis and thrombosis. There was no patient injury mentioned by the treating physician. The issue with the filter was an incidental finding during an angiographic procedure not related to the ivc filter. One angiographic image of an inferior vena cava filter received. There is a fracture noted on one single body strut. The physician is planning an attempt to remove the device. If the device is removed successfully and it is allowed by the facility to return to device the device will be return.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information received indicates that the attempt to remove the device was unsuccessful. The physician and patient are deciding to leave the filter in place. As reported, the trapease was fractured. The fractured filter one leg appears to be separated. There was no migration of the separated segment. The filter fracture was not associated with restenosis or thrombosis. There was no patient injury was mentioned by the treating physician. This issue with the filter was an incidental finding during an angiographic procedure not related to the ivc filter. One angiographic image of an inferior vena cava filter was received. There is a fracture noted on one single body strut. An attempt to remove the device was unsuccessful. The physician and patient are deciding to leave the filter in place. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. One angiographic image of an inferior vena cava filter was received. There appears to be a fracture noted on one single body strut. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the reported retrieval difficulty could not be confirmed. However, the cordis trapease permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter may have contributed to the retrieval difficulty experienced by the customer. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.